Event description:
It was reported by the patient that the cardiac resynchronization therapy pacemaker (crt-p) "dropped" two inches. The patient noted that the device didn¿t bother them. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.